Event description:
The micro sagittal saw was sent in for eval because it was running on its own without activation prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The motor was corroded causing the device to gain and lose power. The corrosion built up inside the handpiece is conductive and act as a path for current to pass through.